Event description:
It was reported that an ilet user experienced hyperglycemia to a highest blood glucose of 245 mg/dl after a typical lunch, and the pump did not provide a high glucose alert; the user announced the meal and the pump subsequently stabilized glucose. Symptoms included none. Outcomes included no clinical impact beyond transient hyperglycemia and no need for medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed no device alarms and no identified device malfunction, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.